Manufacturer narrative:
The device was not received by the time of this report; therefore no physical or visual analysis of the product could be performed. Lot traceability was provided and a review of the device history records did not present any indication of manufacturing defect or anomaly that could have impacted the event as reported. The history records indicate this product was final inspection tested and determined to be acceptable. Based on the information provided an exact cause for this incident could not be determined. The product is reportedly being returned for analysis. If the product is returned or additional information is received a follow-up medwatch report will be submitted. Not returned.

Event description:
As reported: safari wire unraveled in the lv when exiting the pigtail.

Manufacturer narrative:
This is a follow-up to a previously submitted report. The medwatch report was originally filed due to the report from the end user that the device had unraveled; however when the device was received for analysis there was no evidence of unraveling. As received, the specimen consists of one-1 each safari2 275 cm x sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented several bends of varying severity and frequency beginning in the small radius distal tip region. The bend damage located in the small radius distal tip region presented indications of torsional loading in the form of a spiral bend and offset/mis-aligned coil wraps. The specimen did not present any indication of becoming "unraveled". Both joints appeared to be correct and intact by visual examination and by non-destructive testing. Lot traceability was provided and a review of the device history records did not present any indication of manufacturing defect or anomaly that could have impacted the event as reported. The history records indicate this product was final inspection tested and determined to be acceptable. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and handling factors appear to have impacted on the event as reported.